Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a damaged inductor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. It could not be firmly established what caused the damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.